Event description:
It was reported that the user performed an accidental duplicate meal announcement during dinner and then correctly announced the meal a second time after realizing the error, with subsequent self-monitoring and education provided regarding appropriate meal announcement behavior and vigilance for rapid blood glucose decreases while a high was being monitored. No adverse clinical symptoms associated with hyperglycemia (exact blood glucose values not provided) reported. Outcomes included no alarms and no hospitalization. Investigation included customer education and troubleshooting with review of device use. Investigation of this case revealed user-related operational error consistent with an unintended duplicate meal entry, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.

Manufacturer narrative:
Initial.